Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that leaking was noted from the tubing connection to black plastic cadd connector. No patient injury was reported.

Manufacturer narrative:
Other text: additional information was received indicating there was a potential risk of contamination due to the reported issue. It was also reported that the infusion was stopped, contributing to the patient not being adequately dosed. Patient reported to have returned to clinic due to the reported issue.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One picture was attached, during the analysis conducted it could be observed a pressure plate from a product cover with a loop; however, no leak nor the source of them can be observed, thus failure mode can not be confirmed. No testing could be performed because no samples were provided to perform a thorough investigation. Root cause cannot be determined since the complaint was not confirmed due to the fact the visual inspections in pictures received and there are not sample received for a thorough investigation. No corrective action required as the complaint was not confirmed. No problems or issues were identified during this device history record review. D5 and e4 are unknown.